Manufacturer narrative:
Additional manufacturer narrative. This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.. The original date of awareness was reported as 03/02/2015. The information for this follow-up report was noted on 10/19/2015. Failure analysis: avea uim p# (B)(4) s/n (B)(4) was received for investigation. Upon installation into the test fixture the uim powered up. The initial testing could not duplicate the reported problem. Per the complaint the uim was blanks yet the ventilator was on, thus after removing the covers it was noted that the double sided tape that secures the lcd flat cable¿s ferrite enclosure failed and may have been the contributing factor that the customer experienced. The receptacle was slightly disengaged. Finding/root-cause: lcd cable receptacle most likely pulled away from mating connector on control pcba due to both a slightly disengaged connection and a failed adhesive that secures ferrite enclosure of the lcd cable assembly.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reports that the user interface module (uim) on one of their ventilators does not power-up. This was the only information provided by the distributor.

Manufacturer narrative:
(B)(4) carefusion technical support shipped a replacement user interface module to the foreign distributor, and issued a return goods authorization (rga) number for the return of the alleged faulty user interface module for evaluation. As of (B)(4) 2015, the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a follow-up medwatch report will be submitted. Additional information on patient involvement/information was requested from the distributor on (B)(4) 2015, however no additional information has been received.